Event description:
Additional information was received that a decision was made to not remove the device and leads. A wound care specialist and plastic surgeon were consulted and a new pocket was created. The bad tissue was dissected around the device and a pump was inserted. The following day the tissue looked good and the device was operating as programmed. The device and leads remain in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient recently implanted with this cardiac resynchronization therapy defibrillator (crt-d) system was seen in the hospital emergency room and appeared to have a pocket infection. The physician noted that post-implant (implant was approximately 3 months ago) the patient had a small hematoma. The tissue around the incision site appeared necrotic and was believed to be infected for awhile. The crt-d system will be explanted at a later date.